Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1401 is being used to capture the reportable event of balloon deflated. Imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon system was implanted during a procedure on (B)(6) 2025. During the ongoing use of the device, on (B)(6) 2025, the patient reported green urine in the evening. On (B)(6) 2025, the balloon was removed via endoscopic procedure and replaced with another orbera balloon. There was no patient complications reported as a result of this event and the patient is expected to fully recover. Note: the customer submitted a video in which the balloon appears blue in color. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1401 is being used to capture the reportable event of balloon deflated. Imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Device evaluation: block h11: the returned orbera balloon was analyzed. A visual inspection was performed. The device was returned deflated where it can be observed that the balloon was colored blue. Media analysis was performed. The documentation provided by the customer includes some videos where it can be observed the balloon-colored blue. Additionally, it can be seen the patient anatomy, however, it is not possible identify if the balloon was deflated in the patient. The reported event of ballon deflated could not be confirmed. However, the reported event of device user device issue user error is confirmed. A risk review of the orbera was completed and confirmed that the events of balloon deflated and device user device issue user eror were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. The ship history could not be completed because the required documentation was unavailable. A review of the device history record (DHR) could not be performed because the ship history review could not be completed due to the unavailable documentation. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The intragastric balloon system directions for use (IFU) states "the igb is placed in the stomach and filled with sterile saline"; however, in the media content attached and through the visual inspection it can be observed that the ballon-colored blue, most likely it was filled with methylene blue. There is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: balloon deflated, spontaneous inflation and vomiting. Based on all gathered information, the probable cause selected for the event of balloon deflated is known inherent risk of device, this adverse event is known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). For the event endoscopic procedure, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. The event of device use of device issue - user error in this event is catalogued as failure to follow instructions because the problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon system was implanted during a procedure on (B)(6) 2025. During the ongoing use of the device, on (B)(6) 2025, the patient reported green urine in the evening. On (B)(6) 2025, the balloon was removed via endoscopic procedure and replaced with another orbera balloon. There was no patient complications reported as a result of this event and the patient is expected to fully recover. Note: the customer submitted a video in which the balloon appears blue in color. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline.